Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the cheeks with 1 syringe of skinvive¿ by juvéderm®. That same day, the patient experienced ¿bilateral pain, lumps/bumps, redness, itching/burning, inflammation, swelling and left side bruising¿ in the cheek area.¿ the patient was recommended to ice the area and take over-the-counter antihistamine, which the patient started 2 days later. The event is ongoing.